Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation is complete. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon completion of the investigation, the reported issue of inaccurate fluid reading was verified in the sample analysis. The cause was identified to be deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.